Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) screen was damaged and showing glitch in and out.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d5, d10, e1 (initial reporter, email), e2, e3, e4, g2, g3, g6, h2, h6 (clinical code, imapct code), h11.

Event description:
It was reported that during routine preventive maintenance, cardiosave intra-aortic balloon pump (iabp) screen was damaged and showing glitch in and out. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The failure analysis and testing dept. Received part upper display monitor with a reported unit failure of the display glitching in and out. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part upper display monitor into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. After three hours of run- time the fat dept. Could not confirm the complaint of the display glitching in and out. The board passed testing.